Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Lot# n16287, expiration date: 03/28/2017, manufacture date: 10/13/2016, UDI# (B)(4); n16309, 04/14/2017, 11/04/2016, (B)(4); f16272, 03/14/2017, 09/28/2016, (B)(4).

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results of 538 on a (B)(6) female patient presented in the ed with abdominal pain. The customer reports that all I-stat results were positive using lots n16287, n16309 & f16272 while the alternate methods were negative. The customer states that the physician ordered an ultrasound which confirmed the negative pregnancy result but unknown if the ultrasound based on the I-stat result or due to abdominal pain. The patient was discharged same day with a diagnosis of vaginitis & pregnancy, and was prescribed prenatal vitamins. The patient returned for another test on (B)(6) 2017 which resulted as negative. The customer states that return product for lot n16309 is available for investigation. Returns product is not available for lots (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/17/2017. Retain product and customer returns were tested and functioning according to specification.